Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm in diameter abdominal aortic aneurysm. At the time of implant there was and bilateral stents implanted via chimney/snorkeling procedure in the renal arteries it was reported that the CT revealed that a renal artery was occluded. The patient was non-symptomatic. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Film review summary: the cause of the left renal artery occlusion could not be determined from the films provided. Pre-implant CT¿s noted that the neck was only 3mm in length and measured 26mm in diameter. The neck was essentially straight and showed no appreciable calcification or thrombus. CT¿s from 2 months post-implant revealed that the bifurcate was positioned with the proximal graft margin ~5mm above the renal arteries; both renals had been chimney¿d. The stents did not appear kinked or compressed. The right renal artery was patent; the stent ID measured ~4mm. However, the left renal stent and left renal artery were 100 % occluded; the ID of the left stent was ~3mm. No other issues were observed. It is unclear if the smaller left renal stent ID (~3mm) may have contributed to the left renal occlusion. This may also have been caused by a patient condition. If information is provided in the future, a supplemental report will be issued.